Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp) that led to a replacement surgery. During the procedure, the device was observed to be out of fluid. No additional information was reported.